Event description:
It was reported that log files were submitted for review and contained loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Following the low power and no external power events of (B)(6) 2024 that were noted in an earlier analysis, there had been no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the log file showed that at 8:15:50, a low power hazard and power cable disconnect alarm activated due to the relative state of charge (rsoc) dropping below alarming threshold. The alarms remain active and progress to a no external power alarm at 8:15:54. During this time the backup battery provides support to the system. Pump speed was not affected. The alarms clear immediately after at 8:15:54 when power was restored to the system. The drop in rsoc is consistent with a disruption in power to the mobile power unit. There were no other notable alarms active in the reviewed duration log file. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith efforts were sent asking for if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. Serial number was not provided, DHR is not required. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbooksection 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbooksection 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.